Event description:
The enterprise stent (enf452200/10290556) failed to deploy properly. The stent only partially deployed out of the prowler select plus (details unknown). A continuous flush was maintained through the microcatheter. The microcatheter was not reshaped. It is unknown if the microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The procedure was completed with another prowler select plus microcatheter and another enterprise stent. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. Patient's present condition is normal. The procedure was for an mca aneurysm.

Manufacturer narrative:
The enterprise stent (enf452200/10290556) failed to deploy properly during treatment of a middle cerebral artery aneurysm. The stent only partially deployed out of the prowler select plus (details unknown). A continuous flush was maintained through the prowler select microcatheter (mc). The mc was not reshaped. It is unknown if the mc was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the mc to deploy the device. The procedure was completed with another prowler select plus mc and another enterprise stent. It was indicated that patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient¿s present condition is normal. The prowler select plus microcatheter was not returned for analysis and the lot number is not known; therefore a device history record review cannot be completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10290556. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise stent was received inside of a plastic bag; no other enterprise device component was received. The enterprise stent was received deployed without any visual damaged. An unknown guidewire was received coiled. No other visual anomalies were observed. The stent was inspected under microscope and presented no damaged. The functional analysis for stent deployment could not be performed as only the already deployed stent was received. Based on the available procedural information and with receipt of only the deployed stent without the concomitant prowler select plus microcatheter, no conclusion can be made regarding the reported inability to fully deploy the enterprise vrd out of the prowler select plus microcatheter. No damages were observed on the returned stent; there were no indications of any manufacturing defects or anomalies that may have contributed to the reported event. A review of the enterprise records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Concomitant medical products and therapy dates: - penumbra neuron 5f (details unknown) - angiomath (details unknown) - target coils (details unknown) - 2 prowler select plus (details unknown) - new stent (details unknown).